Event description:
It was reported that this patient presented to the emergency room at the hospital complaining of fatigue. The cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The following day surgical intervention was performed, and a new device implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection was unremarkable. The device could not be interrogated. The device case was opened, and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the current drain was normal. The battery was sent for detailed analysis. Analysis confirmed the battery was depleted but there was no evidence of a high current drain or other device anomaly was identified during analysis. Analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient presented to the emergency room at the hospital complaining of fatigue. The cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The following day surgical intervention was performed, and a new device implanted. The explanted device is expected to be returned for analysis. No adverse patient effects were reported.